Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 342 mg/dl, remained out of range for approximately 12 hours, and received device alerts indicating high glucose; the user switched out all supplies and resumed insulin delivery as intended, and training had occurred the prior day. Symptoms included irritability. Outcomes included no need for outside assistance and no medical intervention. Investigation included troubleshooting and education with the user. Investigation of this case revealed an unresolved root cause for the high glucose event. It was concluded that the cause of hyperglycemia was unclear, and the device functioned as intended after supply replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.